Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader.  Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. The sensor data was downloaded successfully. Watermark was observed at the base os sensor tail indicating that the tail was properly inserted. An extended investigation was conducted. Measured the returned battery at (1.59v) which is within specification (1.4-1.6v). Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor, sensor does not read. The returned sensor was de-cased; performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the antenna had been damaged during de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate.therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.